Manufacturer narrative:
Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a micro-dislocation. The rv lead was reprogrammed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.